Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that stim 1 of the patient interface was not working. There was no known patient impact reported.

Manufacturer narrative:
Analysis found that the issue was confirmed. The device had a failure/blown fuse and worn wave washer. The fuse and wave washer were replaced. The device was tested and passed all manufacturing specifications. (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.